Event description:
It was reported that customer received the field notification letter and stated that the drive support cap is loose. Customer's insulin pump has been having problem delivering insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.